Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Visual examination confirmed that the system had not been assembled per the IFU. The connector had been reversed and not positioned over the outlet tube. Additionally, the connector had been sutured in two places; the catheter is noted to have fractured at the resulting stress point where it enters the wrong end of the connector. Conclusion: the clinician failed to follow the IFU. As reported, the port had been implanted with the connector oriented backwards. It appears the connector had not been positioned over the outlet tube either. Both ends of the connector had been sutured to surrounding tissue. The catheter eventually fractured at the resulting stress point between the end of the outlet tube and the connector. No evidence was found to suggest the reported event was caused by an intrinsic defect in the product.

Event description:
Case description: this (B)(4) trial serious report describes the occurrence of surgery to correct an incorrectly implanted device in a (B)(6) male subject participating in (B)(4) clinical trial protocol: phase I/ii randomized safety and ascending dose ranging study of intrathecal (it) idursulfase-it, administered in conjunction with intravenous (IV) elaprase in paediatric subjects with hunter syndrome and early cognitive impairment. No info was provided concerning medical history. The subject concomitantly received IV elaprase (idursulfase) for hunter syndrome. The subject received an intrathecal drug delivery device on (B)(6) 2010. The subject received several intrathecal injections without any problems. On (B)(6) 2010, it was discovered by x-ray that the connector cuff, which connects the access port to the catheter, had been inserted in the incorrect orientation. However, as the device was fully functional at that point, a decision was made not to intervene. This decision was documented on (B)(6) 2010. In the week of (B)(6) 2010, the family noticed a swelling around the access port. This was a gradual swelling and the family cannot state exactly what day this was first noted. The swelling was not accompanied by any other symptoms, more specifically there was no fever, no redness and no pain. On (B)(6) 2010, the subject was seen at the clinical site for a regularly scheduled it injection. The physician examined the subject and noted a swelling with a diameter of 2 cm. Palpation indicated a fluid collection. There were no signs of inflammation or infection either locally or systemically. An x-ray taken that day revealed that the connector cuff had moved farther away from the access port outlet pin, compared to the x-ray taken after implant. The tentative conclusion was that the port had become disconnected from the catheter, resulting in a non-serious iatrogenic pseudomeningocele, which was noted to have caused no apparent back pressure on the spine. The it dose of investigational drug was administered by lumbar puncture on (B)(6) 2010. Examination of the cerebrospinal fluid revealed no signs of infection (3 white blood cells/cubic mm). On (B)(6) 2010, the subject was seen by the neurosurgeon. On (B)(6) 2010, he was hospitalized and a proximal revision took place. The catheter was left in the spinal canal, but a new connector cuff and access port were connected to the catheter, and the wound was closed. Cerebrospinal fluid was aspirated after the device was revised, and the results were consistent with those of (B)(6) 2010 (3 white blood cells/cubic mm). An x-ray taken on (B)(6) 2010, indicated correct positioning of the connector cuff. The subject recovered from the surgery without problems and was discharged the following day, (B)(6) 2010. The investigator reported that the procedural complication and subsequent device connection issue were mild in intensity and not related to the investigational device or product. The investigator did not consider the events to be related to idursulfase-it or IV elaprase. Follow-up info received on (B)(6) 2010, from the investigator indicated that the reported events of device connection issue due to procedural complication were not related to either study product or device. Company comment: the company pharmacovigilance physician considered the events unrelated to idursulfase but related to implantation procedure of the drug delivery device for intrathecal administration. A need for investigator education on implantation procedure is recognized.